Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump kept reading to rewind the device. The customer explained that she has already called in about the issue and needed a replacement. The customer also reported passing out on (B)(6) 2015 due to a low blood glucose level of 27 mg/dl. It is unknown how the customer treated. The customer's blood glucose level at the time of call was unknown. The customer's device was replaced and returned.

Manufacturer narrative:
The insulin pump passed prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No rewind anomaly noted during our testing. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near the display window corners noted during our visual inspection.